Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. The root cause is unknown. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges the device "will not power up, just clicks". The alleged defect was reported as prior to use. There is no report of patient involvement. It is unclear if it was in the clinical setting.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test. An attempt was made to remove the power supply pcb however, due to the brittle nature of the power supply pcb wiring harness connector; the connector crumbled making it impossible to continue with any further investigation testing. Based on the investigation performed, the reported complaint could not be confirmed.

Event description:
Customer complaint alleges the device "will not power up, just clicks". The alleged defect was reported as prior to use. There is no report of patient involvement. It is unclear if it was in the clinical setting.